Manufacturer narrative:
Returned product evaluation found lens returned dry in lnes case/vial with clear surgical residue/debris on product. Visual inspection found haptic bent. Dimensional and functional inspection found lens within specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, diopter -7.0 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a same size, different diopter and type lens due to the patient experiencing refractive surprise. The problem was resolved.